Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently experienced an erosion surrounding the device. Diagnostic imaging was performed, which confirmed that the device had migrated from the original implant location. The physician subsequently explanted the system to resolve the event. During the procedure, a portion of the electrode broke off, necessitating a further incision to completely remove it. The explanted s-ICD system was confirmed to be retained by the healthcare facility and will not be returned for analysis. No additional adverse patient effects were reported.